Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis. Pre-gradient was 35 mmhg. On CT, perimeter, perimeter derived diameter and membranous septum were measured to be 66.7mm, 21.6mm and 3.1mm respectively. The annulus had a large deposit of calcium between the non-coronary cusp (ncc) and left-coronary cusp (lcc) that extended up to 6.6mm into the left ventricular outflow tract (lvot). The ncc leaflet noted to have optimum amount of calcium. There was no access issue observed. During the procedure, a pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 18mm, non-abbott balloon with no pacing support noted to be used. The patient had a bunch of ectopy and the patient's rhythm had changed to bundle branch block. The valve was noted to be positioned for deployment. At initial attempt, it was fast paced at 120 beats per minute and the depth was at 4mm on the ncc and 0-1mm on the lcc so a partial recapture was performed. At second attempt, it was slightly deployed deeper at a depth of 6mm on the ncc and 4mm on the lcc. The patient went into a complete heart block so it was recaptured again. At final attempt, the valve was able to be implanted successfully at a depth of 5mm on the ncc and 6mm on the lcc while the complete heart block persisted. A temporary pacemaker was placed since the patient was transferred to the intensive care unit (ICU), and an electrophysiology consultation was made to confirm if the implantation of a permanent pacemaker was required. The patient was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of heart block, and hypotension were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The patient had a prior medical history of aortic stenosis. Information from the field indicated that the valve was able to be implanted successfully at a depth of 5mm on the ncc and 6mm on the lcc while the complete heart block persisted. There was calcium, however there was no access issue observed. Based on available information, the reported heart block appears to be related to patient conditions. It is possible due to patient's condition; however, this cannot be confirmed. The reported unexpected medical intervention, hospitalization, and surgical intervention were a result of case-specific circumstances as medication was administrated for the treatment, then patient was implanted a temporary pacemaker, and eventually permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.